Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and prosima was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted, concurrently with mesh revision/excision of previous mesh and anterior colpohhraphy due to a midline cystocele and mesh exposure. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding and vaginal scarring. The patient underwent removal of mesh concurrently with closure of anterior vaginal incision on (B)(6) 2011 due to mesh erosion and infection. (B)(4).